Event description:
#Medwatcher #(B)(4). Anxiety, chronic hives uticharia, rid pain, weight gain, swelling , pain with intercourse, chronic vaginal infections, chronic head and neck and back pain, migraines with aura, food allergies